Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device delivered an unintended bolus of 3.0 units. No adverse event was reported. The alleged product was requested for evaluation.